Event description:
Customer reported several no delivery alarms. He stated the alarm persists after he changes his infusion set. Customer's blood glucose was 500 mg/dl. He treated his high blood glucose with an insulin pen. Customer also reported minor bleeding at his infusion site. The customer was unable to troubleshoot at the time of the call. He also declined to return the infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).